Event description:
Doctor 1 corrected a bunion on a 52-year-old female patient on (B)(6) 2018 using the minimally invasive bunion (mib) plating system. According to the associated trilliant surgical sales representative, the patient came in for her post-op review with report of pain. Doctor 1 removed the proximal 2.4mm x xxmm tiger cannulated screw from the site and left the plate hole empty. The removed 2.4mm x xxmm tiger cannulated screw (200-24-0xx) will not be returned to corporate for review as it was discarded during the in-office removal.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be onset of patient pain. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. *see note below. 6. Implanted date (d6) unknown. 7. Reprocessor name and address (d9) n/a to this report. 8. Concomitant medical products and therapy dates (d11) not reported. 9. Device manufacture date (h4) could not be confirmed. *see note below. 10. Section h9 n/a to this report. 11. No files attached to this report. *note: because screw length is unknown, brand name (d1) and model # (d4) feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # (d4) and device manufacture date (h4) could not be confirmed. All possibilities are below. Device history record (DHR) review was conducted on these identified lots. Corrected information provided in follow-up submission: b5 - description of event of problem was edited to not identify any physicians or facilities by name. D2 - common device name. D3 - establishment name and address corrected, fax number added. D4 - catalog #, serial #, lot #. E1 - initial reporter corrected to physician. Sales representative email address deleted. Section f is n/a to this report. G1, g2 - establishment name and address corrected, fax number added. G3 - health professional and distributor are selected, company representative is not selected. H10 - corrected data. Additional information provided in follow-up submission: g1 - name, email address, telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Additional investigation performed 03/19/2020: a review of associated sales documentation identified the following two (2) screw lengths and associated lot numbers as possibilities for the 200-24-0xx screw described in this event.. The corresponding dhrs were reviewed for any significant events (i.e. Nonconformances (ncrs), reworks (rwks), deviations) that may correlate to the reported event. 2.4mm x 20mm tiger cannulated screw (200-24-020): lot tsl002199 [UDI (B)(4) tsl002199, manufactured 03/25/2015] - no ncrs, rwks, or deviations 2.4mm x 26mm tiger cannulated screw (200-24-026): lot tsl004485 [UDI (B)(4) tsl004485, manufactured 03/02/2017] - no ncrs, rwks, or deviations no adverse events were identified during DHR review. As a result, there are no manufacturing issues correlating to the reported event.

Manufacturer narrative:
An event was reported involving a 2.4mm tiger cannulated screw backing out of an mib plate leading to a revision surgery. In this instance, the mib plate was implanted on (B)(6) 2019. The tiger cannulated proximal screw was reported to be backing out and was removed in (B)(6) 2019. Very little case information was provided. Lot numbers of screws and the mib plate were not provided. Parts were not returned to corporate for evaluation. Case information was not available regarding the initial implantation. The complaint log was reviewed and a total of 12 similar events have been identified. Due to the limited information provided, a root cause of this event cannot be determined.

Event description:
Dr. (B)(6) corrected a bunionectomy on a (B)(6) female patient on (B)(6) 2018 using the minimally invasive bunion system. According to (B)(4), our trilliant sales representative, the patient came in for her post-op review with report of pain. Dr. (B)(6) removed the proximal tiger screw from the site sometime in (B)(6) 2019 and left the plate hole empty. The removed 200-24-0xx tiger cannulated screw will not be returned to corporate for review as it was discarded during the in-office removal.